Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic/intract pain. It was reported that the patient saw a "in-the-box" icon on the patient programmer. The rep will meet with the patient to clear the error. Technical services that this is related to using the antenna locate feature. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
As the initial report stated that there was an adverse event, which did no occur. The issue was strictly a product problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.